Event description:
It was reported that the patient with this pacemaker device exhibited flashing light on the bedside monitor and it was felt that the patient was going to pass out. Technical services (ts) recommended patient to see the physician. The patient did not want to talk with the latitude to determine the flashing light. This device currently remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains additional information in section b1 adverse event/product problem, b2 outcomes attrib to adv event, b5 describe event or problem, d6b explant date, h1 type of reportable event, h2 if follow-up, what type and h6 impact codes.

Event description:
It was reported that the patient with this pacemaker device exhibited flashing light on the bedside monitor and it was felt that the patient was going to pass out. Technical services (ts) recommended patient to see the physician. The patient did not want to talk with the latitude to determine the flashing light. This device currently remains in service. No adverse patient effects were reported. Additional information received indicated that this device was explanted and successfully replaced. No additional patient adverse effects were reported.